Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the down arrow button was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted during testing. However, unit had intermittent button response due to flattened (creased) down button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window and cracked reservoir tube lip.